Event description:
A medtronic representative reported that the site's vertek arm would not lock. This malfunction was reported outside of surgery and no pt was present.

Manufacturer narrative:
No pt was present at the time of the reported event. Visual investigation found that the vertek arm will not tighten. The suspect device has not been received by the manufacturer for evaluation as the site does not want to purchase a replacement at this time.